Event description:
The customer received a blood glucose reading of 156 mg/dl from his contour ts meter and a reading of 78 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer disconnected the call. No product will be returned at this time.